Event description:
It was reported that the user experienced hyperglycemia while using the ilet with teflon infusion sets, associated with two leaking cartridges and a wet cartridge chamber; insulin delivery did not show drops until a new cartridge, connector, and tubing were installed, after which delivery resumed and drops were observed. Symptoms included elevated blood glucose over 400 mg/dl without loss of consciousness or other acute clinical effects. Outcomes included transient elevated glucose for approximately three hours, no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting with supply replacement and cleaning of the cartridge chamber. Investigation of this case revealed leakage from two cartridges and successful restoration of insulin delivery after replacement of consumables. It was concluded that the event was related to leaking cartridges leading to interrupted insulin delivery and resultant hyperglycemia, with resolution after consumable replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.